Event description:
The user reported that she experienced elevated blood glucose levels and that the cartridge was leaking.

Manufacturer narrative:
The cartridge was returned to animas. There were no damages or defects found during eval. A cartridge leak test was performed with no leaks observed. There were no cartridge defects found.